Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, arcing occurred on a monopolar curved scissors instrument with a tip cover accessory installed. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a burnt hole approximately 0.0135 x 0.034 on the body, underneath the silicon overmold of the tip cover. Material was missing. The affected area exhibited melted molded material indicating unintended arcing. No other damage was observed. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.